Manufacturer narrative:
Patient age at time of event: 18 years of age or older. (B)(4).

Event description:
It was further reported the preexisting stent was placed during a procedure prior to this case. The left superficial femoral artery (sfa) was reported to have no significant vessel tortuosity or bends. When the physician initially tried to pull the angiojet catheter back it would not move over the wire that was in place. An attempt was made to pull the angiojet solent omni catheter and the wire back into the sheath at the same time. The first attempt was unsuccessful. The second attempt was made by pulling back a bit harder and was able to pull the device and the wire into the sheath. The device, wire, and sheath were removed from the patient at the same time along with the part of the device that broke. The procedure was completed using angioplasty.

Manufacturer narrative:
(B)(4). Returned product consisted of a solent omni thrombectomy system in two pieces with the distal shaft inside an identified guide. A visual examination identified blood outside and inside the device. Inspection of the device revealed that the catheter shaft was detached/separated 43.5cm distal of the strain relief and the tip was not separated but intact on the distal shaft. The proximal end of the shaft was stretched. The distal end of the shaft was stuck in an unidentified sheath with 48cm protruding from the sheath. The distal end of the shaft was also stretched for 6cm and had numerous kinks. An attempt to remove the distal end of the shaft from the guide was unsuccessful due to the damage. The undamaged portion od (outer diameter) of the angiojet shaft was measured and found to be within specifications. The ID (inner diameter) of the returned guide was measured at the proximal end and found to be .086¿. Review of the product specification indicates the angiojet is compatible with a 8f guide with a minimum ID of .086¿. The returned guide was measured and is .086¿; therefore, there is no indication of a compatibility issue. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported the device got stuck with difficulty removing and broke. The patient presented with thrombus within a preexisting stent located in the left superficial femoral artery (sfa). Access was obtained via the right common femoral artery (cfa). An up and over sheath was placed to access the left leg. The physician then used an unspecified wire and catheter to cross the thrombus. An angiojet® solent omni was prepped without issue and advanced over the guidewire, through the sheath. During use, in the mid left sfa, the device got stuck and a piece broke off of the tip of the device. The device was unable to advance or allow to be pulled back. The physician was eventually able to get the device and the broken piece, pulled back into the sheath, but could not get it out any further. The device and broken piece were secured inside the sheath and removed from the patient. No further complications were noted and the patient was in stable condition post procedure.